Event description:
It was reported that the system was explanted on (B)(6) 2020.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient lost stimulation over time. A company representative met with the patient and deemed their ipg inoperable. As the result, the patient may undergo surgical intervention to address the issue.